Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that upon insertion of unknown type of balloon catheter patient hermodynamics did not respond as expected and that the patient worsened. A second catheter was inserted at that point additional issues were noted with EKG triggering, and the patient¿s hemodynamic response appeared even less favorable.